Event description:
The following was reported to hamilton medical ag: during ventilation, "hospital staff says device alarmed for flow sensor, flow sensor was changed but alarm continued". The device also changed modes from apv to pressure control without staff input. The patient was bagged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
(B)(4). This complaint has been received as: "hospital staff says device alarmed for flow sensor, flow sensor was changed but alarm continued, says the device also changed modes from apv to pressure control without staff input." This record contains information of patient involvement. The problem was identified during ventilation. The patient was bagged as a result of the event. Neither harm to patient, user or third party nor a treatment delay was reported. Hamilton medical ag received the logfiles of the device for analysis. The last preventive maintenance has been performed on 03.12.2024 and all test passed. Check flow sensor, external flow sensor failed and low minute volume alarmed several times on (B)(6) 2024 (date of event) and before this date. Regarding the other reported event the device also changed modes from apv to pressure control without staff input.: the device switched to sensor failure mode and as a result from simv+ mode to pcv+ mode. According to the available information the failure was not reproducible.